Event description:
Complaint submitted through clinical data collection, with limited details provided. Further information regarding the patient or event is unlikely to become available. The product involved is duramatrix-onlay®. A patient experienced an adverse event (ae) characterized as pneumocephalus and increased vasogenic edema with 4 days of word finding issues, shortness of breath and headaches and found to have intracranial abscess in previous resection cavity. The initial surgery was (B)(6) 2025 and the location of the implant was the convexity. 4-0 synthetic, non-absorbable sutures were used. No sealants or other dural closure products were used during the procedure. No csf leak was observed post-placement. Hospitalization was indicated along with a wound washout and culture. Broad spectrum antibiotics narrowed down to ceftriaxone with eot (B)(6) 2025. The operating room cultures grew p. Acnes and staph epidermidis. Patient has diabetes and poor wound healing. A routine follow up visit on (B)(6) 2025 noted no adverse events. Clinical data collection indicated that the adverse event was unrelated to the intervention. No further information surrounding patient status or patient outcome was provided.